Event description:
A hospital in (B)(6) has reported the following to us concerning an rt105 breathing circuit: "from the first use, it was already break down". We interpret this to mean the heater wire was not functional when first used.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(:) for that product is k983112. The rt105 breathing circuit is being sent back to fisher & paykel healthcare, (B)(4). Method: no information to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time.